Event description:
As reported via (B)(4) study, a patient experienced coronary artery restenosis of two cypher stents placed in 2004 (six years prior to the index procedure) approximately 2 years before the index and approximately fifteen months post index; and also coronary artery restenosis of the index stent approximately fifteen months after the index procedure. This is a (B)(6) male patient with a history of 3 previous pci (non-target vessel) and 2 CABG surgeries. As per cath reports, the patient had two cypher stents (3.5x33mm and 3.5x18mm) implanted in the svg from the diagonal to lad one each to 99% proximal lesion and 70 - 80% distal lesion approximately six years before the index procedure in 2004. In 2008 approximately 2 years before the index procedure, the patient had two lyon stents placed one each to the 70-80% svg lad beyond the stent placement and 70% mlad lesion beyond the insertion of vein graft. It was unknown if the vein graft lesion was within 5mm of previous cypher stents from 2004 procedure. It was reported that in the proximal part of the vein graft between the two earlier placed cypher stents had a 40% eccentric nonobstructive stenosis, but both previous cypher stents were noted to be patent. At the time of index procedure, the angiography revealed 90% stenosis in the native distal left anterior descending. The indication for the procedure was unstable angina pectoris. The lad was described as 10mm in length, class a, and de novo. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with a 2x15mm balloon at 8atm and a 2.5x18mm cypher rx was implanted at 9atm. It was reported that distal to the graft insertion, the lad had a tubular area of 80-90% stenosis. As a standard procedure, the stent was post-dilated with a 2.5x18mm balloon at 14atm. It was reported that the vein graft stents proximally in the mid-part were patent. Both 2004 stents were placed in the svg lad while index lesion was in the native dlad.

Manufacturer narrative:
There were no procedural or angiographic complications noted and the patient was discharged the following day. Approximately fifteen months after the index procedure, the patient underwent revascularization of the svg to lad (target vessel, non-target lesion) due to abnormal stress test. The lesion was described as 12mm in length and 90% stenotic. The index stent was not restenosed, but it was unknown if the lesion was within 5mm of index stent. At the svg plad site, the previous stents had luminal irregularities, but were noted to be patent. It was also unknown if the revascularization site was within 5mm of previous two cypher stents implanted in 2004. The outcome of the revascularization (abnormal stress test) was resolved without sequelae. According to the investigator, the event was not related to the cypher stent or index procedure. Concomitant medications included ace inhibitors, aspirin, atenolol, beta blocking agents, plavix, cozaar, hmg coa reductase inhibitors, isosorbide, lipitor, and nitrostat. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00467, 3003742446-2012-00468, and 3003742446-2012-00469.

Manufacturer narrative:
Complaint conclusion: as reported via (B)(4) study, a patient experienced coronary artery restenosis of two cypher stents placed in 2004 (six years prior to the index procedure) approximately 2 years before the index and approximately fifteen months post index; and also coronary artery restenosis of the index stent approximately fifteen months after the index procedure. This is a (B)(6) male patient with a history of 3 previous pci (non-target vessel) and 2 CABG surgeries. As per cath reports, the patient had two cypher stents (3.5x33mm and 3.5x18mm) implanted in the svg from the diagonal to lad one each to 99% proximal lesion and 70 - 80% distal lesion approximately six years before the index procedure in 2004. In 2008 approximately 2 years before the index procedure, the patient had two lyon stents placed one each to the 70-80% svg lad beyond the stent placement and 70% mid lad lesion beyond the insertion of vein graft. It was unknown if the vein graft lesion was within 5mm of previous cypher stents from 2004 procedure. It was reported that in the proximal part of the vein graft between the two earlier placed cypher stents had a 40% eccentric non-obstructive stenosis, but both previous cypher stents were noted to be patent. At the time of index procedure, the angiography revealed 90% stenosis in the native distal left anterior descending. The indication for the procedure was unstable angina pectoris. The lad was described as 10mm in length, class a, and de novo. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with a 2x15mm balloon at 8atm and a 2.5x18mm cypher rx was implanted at 9atm. It was reported that distal to the graft insertion, the lad had a tubular area of 80-90% stenosis. As a standard procedure, the stent was post-dilated with a 2.5x18mm balloon at 14atm. It was reported that the vein graft stents proximally in the mid-part were patent. Both 2004 stents were placed in the svg lad while index lesion was in the native distal lad. There were no procedural or angiographic complications noted and the patient was discharged the following day. Approximately fifteen months after the index procedure, the patient underwent revascularization of the svg to lad (target vessel, non-target lesion) due to abnormal stress test. The lesion was described as 12mm in length and 90% stenotic. The index stent was not restenosed, but it was unknown if the lesion was within 5mm of index stent. At the svg proximal lad site, the previous stents had luminal irregularities, but were noted to be patent. It was also unknown if the revascularization site was within 5mm of previous two cypher stents implanted in 2004. The outcome of the revascularization (abnormal stress test) was resolved without sequelae. According to the investigator, the event was not related to the cypher stent or index procedure. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15263956 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00467, 3003742446-2012-00468, and 3003742446-2012-00469.